Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 16 x 3.50mm promus elite stent delivery system (sds), was returned for analysis. The device was returned without the stent. The balloon was reviewed, and issues were noted. No stent was attached to the balloon and the balloon showed signs of slight positive pressure applied to them with folds still partially folded and crimp markings still visible on the balloon body. A blood like substance was also noted on the body of the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The encore inflation device was attached to the elite device and an attempt was made to inflate the balloon to 16 atmospheres as per promus elite mr directions for use, but this pressure could not be sustained above 4 atmospheres. This was due to a pinhole leak noted in the balloon 1mm distal from the proximal markerband. The encore device was verified before and after the procedure. The balloon was removed from the device and sent to material characterisation lab for sem image analysis as part of manufacturing review. No other issues were identified during the product analysis.

Event description:
It was reported that failure to inflate a balloon occurred. The target lesion was located in the right coronary artery (rca). A 16 x 3.50 promus elite stent was advanced to the target lesion, and an attempt was made to inflate the balloon, but the balloon would not inflate. There were several attempts to inflate the balloon. It was noted that the pressure was lost in the system. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed a pinhole in the balloon.